Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. The insulin pump was unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test due to blank display. The pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a failed battery test and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to inspect battery compartment and spring for corrosion. The customer found spring was damaged and corroded. The customer was advised to monitor the pump.